Manufacturer narrative:
Investigation is on going. Add'l info will be provided once investigation is completed.

Event description:
It was reported by the sales rep that ceramic broke. Ceramic and electrode broke off and found in pt. Delayed surgery for 5 minutes, doctor was able to complete the case with another stryker probe.